Event description:
Right knee arthroplasty done 40 years ago (B) (6). History of right femur fracture underwent knee arthroplasty after trauma. Mg knee implants removed, significant bone loss due to poly wear and lysis. Product and lot numbers not visible for reporting.

Manufacturer narrative:
(B) (4). Evaluation summary: product numbers and lot numbers were not visible for reporting. No devices were returned for evaluation. Because, the devices were implanted 40 years ago, it is unlikely that they are m/g implants; the type of knee implant is unknown. The poly wear that occurred was likely attributable to the 40 years spent in vivo. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.